Event description:
Routine complaint for high readings when compared to a lab comparison. The lab comparison was plotted onto an error grid and the results fell into the d zone, which is considered to be clinically significant. Although the caller reported an alleged episode of hypoglycemia which was treated with an immediate dose of a glucose product followed by medical attention, there was no report of death or serious injury. There was no info about diet, medication, or activity provided. Neither the time frame between the comparison readings nor the type of lab technique is known. Neither strip lot nor calibration info was provided.